Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that part of the pipeline was at the bend of the blood vessel, and the bend of the blood vessel was high. It was noted that the tension was repeatedly increased, decreased the tension, swing, and replaced the system.

Manufacturer narrative:
Product analysis #(B)(4):¿ equipment used: video inspection system ((B)(6)), ruler 200cm ((B)(6)) ¿ as found condition: the pipeline flex pushwire was returned for analysis within a shipping box; and within primary and secondary plastic pouches. There was no pipeline flex braid returned with the pushwire. ¿ visual inspection/damage location details: the pushwire was found to be bent at ~13.2cm and ~118.0cm from proximal end. The distal hypotube was found to be stretched. The ptfe shrink tubing was found to be intact with no signs of elongation. However, the shrink tubing was found intact but pulled back from the proximal bumper. No defects were found with the proximal bumper, re-sheathing pad, re-sheathing marker, distal marker, and tip coil. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No other anomalies were observed. Testing: n/a conclusion: based on the analysis findings, the pipeline flex shield could not be confirmed to have failure/incomplete open distal (flex) , and the cause could not be determined. The pipeline flex braid was not returned; therefore, any contributing factors could not be assessed. It's likely that the severe vessel tortuosity may have contributed to the reported issue. It was reported that the pipeline was not used for an indication that is off-label and the pipeline was at the bend of the blood vessel, and the bend of the blood vessel was high. It was noted that the tension was repeatedly increased. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that two pipeline stents failed to open in the distal section and were found damaged. The patient was undergoing blood flow diversion for treatment of a saccular, unruptured aneurysm in the ophthalmic segment with a max diameter of 22 mm and a 10 mm neck diameter. The landing zone was 12 mm distally and 8 mm proximally. The accessed vessel was the femoral artery with a diameter of 12 mm. It was noted the patient's vessel tortuosity was severe. It is unknown if dual antiplatelet treatment was administered. The angiographic result post procedure showed immediate decrease in blood flow. It was reported that the patient's blood vessels were very tortuous, and the tip could not be opened during the pipeline deployment process. After repeated pushing and pulling operations, the tip was found to be damaged. The surgeon judged that the tip of the pipeline was damaged and could not be implanted normally. Replaced with the second pipeline and continue to deploy, the same problem occurred, the tip was damaged. The surgeon judged that the deployment could not be continued, and the pipeline was withdrawn. Replaced with the dense mesh stent of other manufacturer to continue the surgery. The pipeline was not used for an indication that is off-label. The pipeline device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. Ancillary devices include a phenom27 microcatheter.